Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. They reported, that they have called their doctor, who told them to call patient services. "Not helpful". They have seen gastro and are on hold with the surgeon on (B)(6) 2024. Patient is still struggling to find the correct setting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues. It was reported that the patient said they are having trouble and can't seem to get the settings to work for them. The patient said their symptoms have been up and down ever since they came home from the hospital. The patient turned the stimulation up more, and it almost seemed like it was pushing things out, so they turned it back down, but then it got a lot worse in terms of looser bowels. The patient decreased the stimulation back down, and it was even worse because pieces of feces broke off into their rectum and eventually into their anus, especially if they tried to walk or get up. When the patient goes to urinate, they drop out if they are not near a toilet and drop into the rectum. Reviewed therapy information and general programming guidance. The patient will maintain stimulation levels and will continue to track symptoms. Redirect to the doctor if the issue persists.